Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code was sold internationally. It was sold in the us under a different product code.  The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
It was reported that tc3 box trial and screw driver shaft was not working properly. Needs to be replaced, products will be returned. Items are broken and stripped. These are an official set.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: functional evaluation of the submitted device could not replicate the reported problem. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.